Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that, two days after implant, the right ventricular lead had no capture. A microdislodgement was suspected. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.